Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 519 mg/dl and a large ketone level identified as dangerous. Bg was treated with intravenous insulin and saline. Reportedly, cause of high bg and dka was due to the cartridge running out of insulin. However, the customer did not notice the empty cartridge alarm until after hospitalization. In addition, cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.